Manufacturer narrative:
The event was reported from the maude database. The product was unavailable for return as it remains implanted. Therefore, an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery via maude report (B)(4) that the device does not hold its settings. According to the report, magnetic fields changed the pressure level setting from 0.5 to 2.5. It was also reported the patient was experiencing mental changes, behavioral changes, and physical changes, which were attributed to a higher setting. Reportedly, there was blockage of the catheter end and the patient has frontal lobe damage due to tbi, hematomas, and fluctuations due to nph.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.